Event description:
Customer reported that she has been having issues with reservoirs causing air bubbles. Customer stated that the needles on the reservoirs were crooked to the side so instead of it going straight down to the vial of insulin, it is getting the to edge on the side causing air bubbles. Customer stated that her blood glucose value the first time it happened was 154 mg/dl. Customer stated the insulin pump was not rewound with a reservoir in place and insulin was stored at room temperature. Current blood glucose value is 160 mg/dl. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.